Event description:
Information received indicates two sequential oxygenator change-outs due to leaks during ECMO support.the first unit, which is the subject of this report,was replaced after 69 hours service life when a slow leak was detected from the gas exhaust port.the device was replaced during the case but was discarded by the user.the second unit began to leak after a few minutes and was changed-out with no patient complication reported.the patient has subsequently been weaned from support.